Event description:
It was reported that balloon rupture occurred. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon second inflation at 3atm for 10 seconds. The device was simply and completely removed from the patient. The procedure was completed with a different device. No patient complications reported and patient's condition post procedure is good.